Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. He also indicated the pt has had radial keratotomy (rk). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested on 02/20/2012 and 02/27/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).